Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City; northridge. State: ca. Zip code: 91325. Country: united states. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an event in which the infusion set tubing was tugged and the cannula fell out while removing clothes to use the bathroom on (B)(6) 2026.